Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during tka surgery, genesis ii ps hi flex insert size 1-2 9 mm failed to lock into tibia, even after many attempts. The surgery was completed using insert size 1-2 11 mm the tibia was amputated by two millimeters, so the procedure was completed without delay using an s+n back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device does not confirm the stated failure mode. The returned device has damage along the base, more than likely from attempted insertion. A dimensional inspection was attempted, but the device was too damaged from the attempted insertion to obtain accurate measurements. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that in this complaint from china, it was reported that a genesis ii ps hi flex insert size 1-2 9mm failed to lock into tibia. Reportedly the tibia was re-cut to accommodate the larger size insert 1-2 11mm. The complaint also stated the procedure was completed without delay using an s+n back-up device. No further complications were reported. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the insert not locking in. The patient's current condition is unknown. The impact to the patient beyond the reported ¿further cutting of the tibia¿, could not be determined based on the limited information provided. Should any additional clinical information be provided, this complaint will be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. The contribution of the device to the reported event could not be corroborated. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.